Manufacturer narrative:
Patient weight not available for reporting. Additional product code: hrx. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part# 314.743, synthes lot# 6278859, supplier lot# 16657-01. (B)(4) was generated for 1 part of 20 that had incorrect supplier lot number and for 20 of these parts that with specifications missing from cert. All parts were shipped back to customer. Corrective/preventive action taken was that (B)(4) was provided with dedicated lot number for each line on the purchase order. This non-conformance is not relevant to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: sep 21, 2011. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drive shaft-minimum 520mm length-for use with ria (reamer/irrigator/aspirator) device broke off during an irrigation and debridement (I&d) of a left tibia on (B)(6) 2017. The procedure was being performed to collect bone graft for biopsy. As the 12.0mm reamer head-sterile for reamer/irrigator/aspirator was being ¿swapped out¿ (changed) at the back table, the tip of the reaming drive shaft broke off cleanly into two pieces. Another set was available for use during the case. There was no reported surgical delay and no device fragments retained. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: ria tube assembly min 520mm length-sterile for 314.743 (part 314.746s, lot number unknown, quantity 1), 12.0mm reamer head-sterile for reamer/irrigator/aspirator (part 352.250s, lot number unknown, quantity 1). This report is for one (1) drive shaft for use with ria. (B)(4).

Manufacturer narrative:
A product development investigation was performed. One (1) drive shaft-minimum 520mm length-for use with ria (part 314.743, lot 16657-01) was and examined at customer quality and the complaint condition was able to be confirmed. A visual inspection, device history records review, drawing review and dimensional verification of the relevant device features were performed as part of this investigation. A functional test or complaint replication is not applicable as the damage was visually confirmed. No new malfunctions were identified during the investigation. Ria drive shaft (part #314.743) is used under the intramedullary reaming and bone harvesting. It is implemented for autogenous bone harvesting and removing infected and necrotic bone and tissue from the intramedullary canal. The ria drive shaft was returned with the broken/missing tip leaving the distal end of the instrument shaft in the jagged form. The helix of the shaft is intact. The broken fragment was not returned with the complaint. There are few superficial striation marks over the surface of the shaft, which do not impact functionality. The device looks in a fairly worn condition. Relevant product drawings were reviewed. Portion of the distal tip, approx. 11 mm in length, is missing. Features of the distal tip were measured per drive shaft ria drawing. The across the flats lengths for the distal tip measured and od of the distal tip measured and found to be within specifications. Od of the helix measured within the specification. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. It is possible that the tip of the sleeve was damaged due to excessive torque or off-axis force applied on the device which eventually broke during swapping of a reamer head. There are some wear marks and indentations on the distal end of the collet and sleeve which indicated a possibility that excessive force was applied (such as hammering) around this area to remove ria drive shaft from a bone. This could also result in weakening of the distal end. The exact root cause could not be determined in the absence of additional details about the complaint incident. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. No manufacturing or design related issue relevant to the complaint condition was identified during investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.